Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice during use during initial drain. The hp stated that there were air bubbles in the patient line, so the baxter technical services representative assisted to end therapy. The hp would start over with new supplies. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient had not told her about this event, but that she had seen the patient recently. The patient was continuing therapy on her homechoice, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.